Event description:
It was reported that the atrial lead exhibited high impedance. During revision of the lead, the physician noted that the lead was connected but elected to unscrew it and re-screw the lead and test it; normal electrical values were noted. The lead remained implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).